Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon was not able to move and close the jaws of the large hem-o-lok-clip applier instrument properly. The instrument had 28 lives remaining. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the large hem-o-lok-clip applier instrument was not able to close the jaws. The instrument was inspected prior to use and there was no damage. Purple hem- o- lok clips were used with the clip applier instrument. The vessel or tissue bundle was not greater than the specified diameter suggested in the instruction for use (IFU) (10 mm for medium-large clip applier, 13mm for large clip applier). The reported issue occurred on the 6th clip application.

Manufacturer narrative:
A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: this looks like the large hem-o-lok-clip applier instrument had a loose grip cable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok-clip applier instrument was analyzed, and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The large hem-o-lok-clip applier instrument was found to have a broken grip cable at the proximal end. Additional observation related to customer reported complaint was also identified: the large hem-o-lok-clip applier instrument was found to have a loose grip cable at the distal end. The instrument has a broken grip cable at the proximal end. As a result, the grip cable became loose. This causes the inability to move and close the jaws of clip applier properly. Additional observations not reported by site were also identified: the large hem-o-lok-clip applier instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Signs of corrosion were found on the instrument bearings. Both grip and pitch input disk bearings exhibited orange discoloration.

Event description:
Refer to h10/h11 for follow-up information.